Event description:
It was reported that the user received repeated occlusion alerts when announcing a meal on an ilet system using an infusion set, and the issue resolved only after changing out all infusion supplies, consistent with an obstruction of flow involving a connector or coupler. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow at the connector or coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user was advised to continue with new supplies.

Manufacturer narrative:
Initial.